Manufacturer narrative:
Patient is implanted off-label for use of hiccups (unapproved).

Event description:
It was reported that the patient's heart stopped twice during vns implantation surgery. The surgeon decided to remove the vns products instead of continuing the implantation surgery. The product were explanted and discarded by the facility. Follow up with the company representative revealed that the asystole occurred each time with diagnostic testing. The diagnostics were within normal limits. No additional relevant information has been received to date.